Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella 5.5 with smartassist for use during cardiogenic shock, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported that a patient impella 5.5 for hemodynamic support. During support the patient had some numbness in his right fingers however no pain. Trans-thoracic echo was ordered and heparin was being held for 24 hr. Hemolysis labs were also ordered. It was noted of some suction alarms, they reduced to p4 and had no more alarm. Additionally the patient was having intermittent ectopy that resolved after p-level change. It was again noted of ectopy with movement however the team didn't want to reposition unless it becomes more of a problem hemodynamically/ sustained. Giving fluids to help. It was also reported of lactate dehydronase hemolyzed. The impella's map readings were 10 points lower than patient's arterial line. Additionally, there was a venous hematoma at the impella site, manual pressure was held and heparin was on hold. The patient continued on support.

Manufacturer narrative:
The investigation of vf/vt/af/at, low pump flow, limb ischemia, access site bleeding, and hemolysis has been completed. The impella device was not returned for evaluation. The cause of the low pump flow issue was most likely patient condition related, based on given clinical details and data log review. Without additional clinical details, the root cause of vf/vt/af/at, limb ischemia, access site bleeding, and hemolysis could not be determined. D6b explant should have been left blank on manufacturer device report 1220648-2025-28173 as the pump has not been explanted h6 component code 3038 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28173.

Event description:
Us complainant reported that a patient was placed on impella 5.5 for hemodynamic support. It was reported that the device exhibited an optimal signal issue.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Pump was not returned for investigation. Optical signal issue: the placement signal was lower than the blood pressure, and the map is 10 points lower than the arterial line during the case run. The data log shows the placement signal was ~40-80 mmhg throughout the case. Snr and contrast were dropped within specification range during mid case without affecting the placement signal reading. The root cause of the optical signal issue was not determined since product was not returned and no abnormalities were seen with the optical parameters in the data logs. Low pump flow: a suction alarm was reported on 16-apr-2025, and the meantime patient also experienced intermittent ectopy, which resolved after the p-level change. The data log confirms the suction alarms and a sudden drop in pump flow without affecting the placement signal, 5s optical parameter, or the motor current. There were no suction alarms reported after reducing the p-level. The cause of the low pump flow issue was most likely patient condition related, based on given clinical details and data log review. Hemolysis: ldh was hemolyzed multiple times during the case, 04-17 and 05-05. The data log did not report any motor current spikes or positioning issues during the case run. The cause of the hemolysis issue was not determined since without returned product investigation. Access site bleeding - hematoma was reported on the 10th day of pump use, and the doctor stopped the heparin. No further information was given related to the hematoma. The cause of the access site bleeding issue was not determined since product was not returned and sufficient clinical information was not provided. Limb ischemia - reversible: limb ischemia can occur during impella support. When making a determination as to the cause of the limb ischemia, the following clinical information is necessary: ¿ patients pre-morbid condition and peri-procedural condition. ¿ any concomitant medication. ¿ vascular size or variations thereof. ¿ detailed description of the symptoms experienced by the patient. ¿ physical examination findings, including pulse assessment and visual examination of the affected limb. ¿ diagnostic imaging results, such as doppler ultrasound, angiography, or magnetic resonance angiography. ¿ laboratory test results, including blood tests for markers of inflammation or clotting disorders. ¿ any relevant information about risk factors for peripheral arterial disease, such as smoking, diabetes, or hypertension. ¿ patient's response to previous treatments or interventions for vascular conditions. With a returned impella, the max od could be assessed to ensure it is within specification. The product could also be evaluated for any burrs or sharp edges. Additionally, the clinical information above would need to be considered in the context of the returned product. To determine the true root cause of limb ischemia, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. Vf/vt/af/at: cardiac arrythmia can be reported during impella support. To make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: ¿patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease ¿timing of the arrythmia event in relation to impella support (during or post-implant). ¿electrocardiogram (EKG) recordings of the arrhythmia episodes. ¿evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances. ¿assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements. ¿presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities. ¿response to any antiarrhythmic treatments or interventions during the event. ¿any documented device-related issues or complications during impella support. ¿evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand. ¿review of any concomitant medications that may influence cardiac electrophysiology. With a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. To determine the true root cause of the vt/vf, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the vt/vf was not determined. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical signal issue for "2917" and additional information regarding the investigation of the optical signal.

Manufacturer narrative:
D6b "if explanted, give date" corrected.